Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 95 mg/dl. Reportedly, the customer was able to resume insulin delivery. The customer reported that the pump may have shut off due to normal battery depletion, however, tandem technical support was unable to verify with the customer after multiple follow up attempts.